Event description:
It was reported that the right ventricular (rv) lead experienced potential r-wave undersensing as noted on the presenting electrogram (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).